Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described an event involving an intracranial pressure monitoring kit-(110-4bt) while in pt use. The device was tested, "zero" prior to insertion in the operating room. The device malfunctioned approximately 20 minutes later requiring revision. The event was described as low reading. The second 110-4bt functioned as expected for one hour prior to second malfunction described as low reading. No pt injury occurred as a result of the event. Both catheters were discarded of at the reporting facility. Add'l clinical info requested from the reporting facility.